Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval.

Event description:
It was reported that, "while implanting the screws in on l3-4 acdf with anchor c the locking ring on the screw peeled off. The screw was being placed freehand due to the inability to fit the ring in the wound."